Manufacturer narrative:
St jude medical could not evaluate the dragonfly catheter involved in this incident since it was not returned to us. The dragonfly catheter's records could not be reviewed since the lot number for the affected product was not provided to st jude medical. The cause for the reported event remains unk.

Event description:
The ilumien system displayed an error message indicating the dragonfly catheter and doc were not connecting properly so this dragonfly catheter was selected. During the procedure, the pt became hypotensive and experienced ventricular fibrillation when contrast was injected into the right coronary artery. Defibrillation was performed twice and the pt was stabilized. The pt was admitted to cardiology service, monitored overnight and remained stable. The physician was uncertain if the contrast injection triggered the ventricular fibrillation and had no concerns about the device performance.